Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump lost power without warning, resultted in a loss of communication between the pump and the transmitter, and meter. The customer received pump error 23 (post-reset ram crc alarm). The customer reported a blood glucose value of 300 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-864a, mmt-332a, mmt-7040a, mmt-7841zn, mmt-1884. Troubleshooting was partially performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for low battery lifetime. The customer stated that the battery lasted more than 1 week. Troubleshooting was performed for the pump error. The customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery for > 8hrs, or an error occurred immediately after battery change. Troubleshooting was performed for the power loss alarm. The customer was able to clear the alarm and able to rewind the pump. Troubleshooting was partially performed for the loss of communication. No further patient complications were reported. No product return is required for mmt-864a. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.